Event description:
During laparscopic cholecystectomy, the laparoscopic grasper broke while in the patient, requiring the surgeon to convert to an open procedure in order to remove the foreign body from the abdominal cavity.